Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing, the customer¿s reported issue (e315 error), was confirmed and found to be due to a corroded video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the e315 error was likely due to fluid ingress to the video (scope) connector, causing an abnormality in the electrical components, and making the electrical connections unstable. However, a definitive root cause could not be determined. In addition, service found the venting connector had leakage, the bending angles were insufficient, and the flexibility adjustment ring was stiff. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the angles had play, the angle was reduced, the flexible stiffness was not sensitive enough, and an e315 error (scope communication error) was displayed. The issues were found when preparing the subject device for use, prior to a procedure, and before the patient was anesthetized. The intended diagnostic enteroscopy procedure was completed with a similar device, with no delay to the procedure. There was no patient or user injury reported due to the event. This report is being submitted for the e315 error.